Manufacturer narrative:
Manufacturers ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: a 74-year-old male patient had previously had thoracic endovascular aortic repair (tevar) on (B)(6) 2023 for a pseudoaneurysm at the distal anastomosis following total arch replacement (tar). A zenith alpha device (zta-p-34-161-w1) was deployed at that time. Although a descending aortic aneurysm already existed in 2023, treatment was deferred due to concerns regarding paraplegia, and the patient subsequently dropped out of follow up. At another hospital the descending aneurysm was re identified, and tevar was scheduled for on (B)(6) 2026. Per additional information reported it was planned from the start to implant a zta-p-32-155-w1 and a zta-p-38-217-w1. Following standard procedural steps, a stiff wire was advanced, and the distal device (zta-p-32-155-w1) was delivered to the target site. During deployment, the proximal segment of zta-p-32-155-w1 overlapped with the previously implanted zta-p- 34-161-w1; however, the first stent segment remained constricted. Even after removing the trigger wire, the constriction persisted (B)(4) manufacturing ref# 3002808486-2026-00012). When the delivery system was withdrawn, the device expanded; therefore, an additional proximal device zta-p-38-217-w1 was introduced. After deployment, the same localized constriction was clearly observed again, and angiography confirmed persistent narrowing at that segment. (Current complaint) per additional information it is reported that the zta-p-32-155-w1 landed at the planned location. It was suspected that the device had become entrapped within a suture loop fixed to the distal portion of the previously implanted zenith alpha graft zta-p-34-161-w1. A coda balloon was used in an attempt to sever the suture, which was successfully achieved. Full expansion of the stent graft was confirmed, and the procedure concluded after verifying the absence of any endoleak. No adverse effects to the patient are reported. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint event is related to the implanted stent graft. Preoperative images of an unknown date and procedural angiography dated on (B)(6) 2026 were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: ¿focal constriction of the proximal zta-p-32-155 and then the mid zta-p-38-217 is demonstrated in the imaging provided and resolves with coda balloon inflation to fracture the presumed suture loop.¿ the following is found on the pre-operative images ¿the descending ta becomes aneurysmal just below the distal zta (zta-p-34-161) with a maximum diameter of 53 mm. The distal ta diameter then narrows again to 25 mm. There is significant tortuosity of the mid to distal thoracic aorta (ta) just below the zta graft. There is a 53-degree angulation of the infrarenal aorta.¿ the imaging reviewer¿s impression is ¿following delivery and deployment of the first zta (p-32-155), there is focal constriction of the proximal device at the level of the distal original zta (p-34 161). After removal of the delivery sheath, the device moves down slightly, and the proximal graft appears to fully expand. The 2nd zta (p-38-217) is delivered and deployed proximally to bridge the 2 grafts and found to have a focal constriction of the mid segment at the exact same area at the distal edge of the original zta. Gradual and continuous inflation of the coda balloon suddenly releases the constriction and the endografts appear widely patent on completion angiogram. This is most likely due to the original wire access passing through a suture loop at the distal edge of the original zta graft and the subsequent zta devices being advanced and deployed through this loop. The proximal edge of the 1st zta (p 32-155) likely pulled down slightly during sheath removal and released from the loop, allowing it to fully expand. Coda balloon inflation of the 2nd zta (p-38-217) likely fractured the suture loop allowing this graft to fully expand. The significant tortuosity of the mid to distal ta likely contributed to the wire crossing against the aortic wall and along the edge of the distal original zta graft". A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that the user did not follow the instructions for use and/or label. Two zta-p devices are used to extend the distal sealing zone of a previously implanted zta-p device, according to the instruction for use ¿the proximal component can be either tapered or nontapered and may be used independently (for ulcers/saccular aneurysms) or in combination with a distal component.¿ and ¿distal extensions can be used to provide additional length to the endovascular graft distally or to increase the length of overlap between components. Additional proximal components may be used to extend graft coverage proximally.¿ the use of zta-p as distal extensions are assessed not related to the reported event. The imaging reviewer have stated that there is significant tortuosity of the mid to distal ta and according to the instruction for use ¿no localized angulation should be larger than 45 degrees.¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Based on the information provided and the imaging review it is confirmed that the two zta devices were deployed constricted. Per the imaging review the significant tortuosity of the mid to distal thoracic aorta likely contributed to the wire guide crossing against the aortic wall and along the edge of the distal original zta graft. The original wire access passing through a suture loop at the distal edge of the original zta graft and the subsequent zta devices being advanced and deployed through this loop. The constrictions of the complaint device were resolved with ballooning until the suture likely fractured. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient previously underwent thoracic endovascular aortic repair (tevar) on (B)(6) 2023, for a pseudoaneurysm at the distal anastomosis following total arch replacement (tar). A zenith alpha device (zta-p-34-161-w1) was deployed at that time. Although a descending aortic aneurysm already existed in 2023, treatment was deferred due to concerns regarding paraplegia, and the patient subsequently dropped out of follow-up. At hospital, the descending aneurysm was re-identified, and tevar was scheduled for on (B)(6) 2026. Following standard procedural steps, a stiff wire was advanced, and the distal device zta-p-32-155-w1 (B)(4), manufacturer ref#: 3002808486-2026-00012) was delivered to the target site. During deployment, the proximal segment of zta-p-32-155-w1 overlapped with the previously implanted zta-p-34-161-w1; however, the first stent segment remained constricted. Even after removing the trigger wire, the constriction persisted. When the delivery system was withdrawn, the device expanded; therefore, an additional proximal device (zta-p-38-217-w1, this reportable incident) was introduced. After deployment, the same localized constriction was clearly observed again, and angiography confirmed persistent narrowing at that segment. It was suspected that the device had become entrapped within a suture loop fixed to the distal portion of the previously implanted zenith alpha graft. A coda balloon was used in an attempt to sever the suture, which was successfully achieved. Full expansion of the stent graft was confirmed, and the procedure concluded after verifying the absence of any endoleak. After zta-p-38-217-w1 was deployed, the same localized constriction was again clearly observed. This indicates that the first stent graft (zta-p-32-155-w1, (B)(4) and the second stent graft (zta-p-38-217-w1) overlapped at that constriction. In addition, the previously implanted zta-p-34-161-w1 also overlapped at the same site, resulting in triple overlapping over approximately 15 mm, according to the sales rep. The constriction of the first zta-p-32-155-w1 was not gone/repaired before the next device zta-p-38-217-w1 was placed when the device was lowered slightly, it appeared that the proximal marker of the graft expanded, so it was assumed that the stenosis had been resolved. Patient outcome: coda balloon was used in an attempt to sever the suture. No patient health hazards.